Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2mm, -10.00/3.0/069 (sphere/cylinder/axis), implantable collamer lens was implanted upside down into the patient's left eye (os) on (B)(6) 2020. There was patient contact (lens touched the eye) with no patient injury. The lens was removed and exchanged during the initial surgery with same length lens. This resolved the problem. Cause of the event is reported as unknown.

Manufacturer narrative:
Additional information: h3-device evaluation: lens returned in a micro-centrifuge vial; dry with debris on product. Visual inspection found haptic torn with debris on lens. Claim# (B)(4).